Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): the guidewire was not returned for investigation. Lot history review revealed no anomaly relating to the reported event. No other product experience report was received for this lot. Based on the provided information, it is inferred that the reported difficulty, wire fracture/separation, was due to the distal end being trapped in the anatomy. The instructions for use (IFU) warnings section states: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing the guidewire inside the blood vessel, do no torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degree) in the same direction. Separation or breakage of the guidewire is one of the possible complications and adverse events.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is being retained at the site. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting. (B)(4).

Event description:
User facility medwatch report states: patient undergoing stent placement procedure, when md removed interventional guide wire (grand slam); complete wire fractured at transition point. Fracture visible under fluoroscopy. Wire tip removed successfully from coronary artery using snare. No additional intervention needed. No additional information was provided.